Manufacturer narrative:
Correction: there was no extrusion as previously reported. The device did not extrude out of the skin or into the external auditory canal. This report is submitted on november 2, 2022.

Manufacturer narrative:
This report is submitted on september 13, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to an extrusion of the device. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on october 26, 2021.